Manufacturer narrative:
(B)(4).

Event description:
"I got my dexcom today and I set it all up but once it was set up and doing readings they are way off and I noticed quite a bit of blood around the transmitter and insert site. Wondering what I need to do."related (B)(4) diligence 2 pending (B)(6) 2018 dlopez deleted incorrect email and attached correct email (B)(6) 2018 cvactor diligence is completed.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6)2018. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. No additional event or patient information is available.